Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient also had complaints of aphasia when hospitalized for stroke event. The ER report noted the patient's symptoms started the day prior to admission the ER md report noted the patient was alert and oriented times three with expressive aphasia, mild dysarthria and no motor or sensory deficits. A CT scan of the head revealed no intracranial hemorrhage and hypoattenuating white matter foci a MRI/mra revealed an infarct in the left caudate body and putamen. The patient was started on a heparin drip two days post stroke event the nursing report noted the patient was alert and oriented times three with impaired slow and garbled speech four days later the nursing report noted the patient had slurred speech and had weakness in the a right arm and leg. A CT angiogram of the head performed for "the possibility of an evolving stroke" as noted in the discharge summary revealed occlusion of the proximal m1 segment of the right mca, an area of lucency in the posterior left corona radiate, compatible with the region of acute infarction noted on the recent MRI and no evidence of arterial dissection or aneurysm. The discharge summary noted no interruptions with dapt therapy. The patient had been transitioned to warfarin therapy on day three of hospital stay. The site reported the patient had deficits with speech and sensory and coordination on the right side, that were present for > 24 hours, not resolved. The patient was discharged to a rehab facility.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the distal lcx during index procedure. At 30 day f/u pts worst angina status was reported as I per ccsc criteria. It is reported that the pt suffered a cva/stroke approx 2 months post index procedure. The pt presented at the emergency department complaining of dysarthria, difficulty walking and feeling off balance. Pt was diagnosed with an ischemic stroke and started on coumadin. Stroke diagnosis was based on a radiological eval and was confirmed by a neurologist.